Manufacturer narrative:
Lot history record review: the catalog number and lot nuber were not provided. A ship history was conducted on all of the product that was shipped to the complainant in the last 6 months. The possible lot histories were reviewed for any abnormalities, which may have contributed to the complaint. Nothing found that would contribute to the reported complaint. Review of returned sample: the complaint sample has not yet been returned for evaluation. Conclusion: the complaint investigation is inconclusive. The complaint form states that the sample is available for evaluation, but the sample has not yet been returned. The complaint form also reports that the catheter was in place for 5-7 days, that the break occurred during removal and that alcohol was used. The cause of this complaint appears to be user error/handling. The instructions for use package insert states: "warning: do not use this product with alcohol." The pouch and box label also provide this warning. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
The tip broke off.